Event description:
It was reported that the patient had inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 20688534 UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 20313120 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 5113721 UDI: (B)(4).